Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the white twist sleeve and silicone tubing of a minicap transfer set. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
The device (silicone tubing only) was received for evaluation. A visual inspection with the naked eye noted markings on the end of the silicone tubing indicating it was positioned on the female connector. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.